Manufacturer narrative:
The white depth limited was removed from the delivery needle and visual inspection showed the needle was bent, t2 was not present. The device was manually straightened and the device cycled and actuated as intended. Per IFU 10600499 rev. F "warnings" do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Based on provided evidence no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
Surgeon deployed t-1, but had difficulty deploying t-2. He had straight access to the posterior horn and there was no bending of the device. The rod just never came back. Surgeon ended up putting in an ultra fastfix to finish this procedure. As result of the reported incident t1 remained in the patient unsupported - it was not removed from the patient.